Event description:
The risk mgr reported that a physician had difficulty passing a snare through the scope's channel while the colonoscope has angulated in the pt. Although the snare could not be passed into the channel, a biopsy forceps did go through the channel. Finally, the snare was passed into the channel on third attempt. During the procedure, physician proceeded to excise 2 polyps. Md snared and cauterized a large polyp, but was unable to cut through the polyp due to its large size. After manipulating the snare handle repeatedly, the snare wire was crimped and electrical current could not be passed through the wire. The snare was not maneuverable in the scope and physician was unable to remove the snare from around the polyp since the wire became embedded in the polyp. Although the snare handle was removed, the snare remained stuck in the scope. Pt was taken to surgery for an open procedure at which time physician cut the snare wire from the polyp. An extended hosp stay was required.